Event description:
On (B)(6) 2012, it was reported that the rubber of the up and down buttons on the infusion device are damaged making it difficult to operate. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.